Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. It was also reported that a cartridge alarm 16 occurred. The customer successfully loaded a new cartridge and resumed insulin therapy. Customers blood glucose (bg) was 207- 501 mg/dl at the time of event. Elevated bg was addressed with a manual correction injection.